Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00459.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event update: the explants have been disposed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during revision surgery, appearance of the fracture led the surgeon to conclude that an undisplaced femoral fracture had occurred during index surgery. When the patient fell on (B)(6), it is believed that the stem subsided and the fractures became more apparent. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
DHR review: ref#: 01.06010.103 lot#: 2970884 - yield: 39 - delivered: 35 - scrapped: 4 - reason for scrapping: 1 due to m6 threads out of specifications. 3 due to damage during transportation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: functional : patient bone fractured event description: it was reported during implantation of an avenir mueller stem an intraoperative bone fracture occurred. However, this was only noticed after the patient fell and the fracture became more apparent. Patient was revised after one month implantation time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - inspection performed according to DHR: 100% of the manufactured devices were measured using the cmm-measuring programm according to "prüfmerkmal 0010 zu vorgang 0060". All measured characteristics and were found be to according to specifications. Conclusion summary: it was reported during implantation of an avenir mueller stem an intraoperative bone fracture occurred. However, this was only noticed after the patient fell and the fracture became more apparent. Patient was revised after one month implantation time. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). As no x-rays have been received, the correct choice of implant size for the patient cannot be assessed. No operative notes were received; therefore it remains unknown whether the correct implantation steps have been performed. Moreover, patient factors that may contributed to the reported event such as bone quality are unknown. Therefore, based on the available information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to periprosthetic femoral fracture.